Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to tsc that the patient samples were not repeating after the integrated multisensor technology (imt) sensor change. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced all imt tubing and rotary value, imt sensor tower and pump head, and conditioned new tubing. Precision and quality controls were run, resulting within range. The cse returned to the customer site following the installation of a new imt sensor by the customer. The cse replaced the imt pump assembly to improve the flow rate and performed several imt align cycles to monitor flow rate. The cse also replaced standard a and installed a new sensor from another lot. Precision and quality controls were run resulting within range. The cause of the discordant na and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant sodium (na) and chloride (cl) results were obtained on three patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). The samples were repeated the next day on the same instrument and resulted higher for patient 1 and 3 and lower for patient 2. Patient 3 was also repeated on an alternate instrument, and the result matched the dimension exl with lm repeat result. Patient sample 3 was repeated on the same instrument and an alternate instrument after the customer noticed that quality controls were out of range, a day after the initial run, and after performing maintenance. It is unknown if the rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant na and cl results.